Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to be broken near the blade base. The blade broke roughly at 0.126" from the base. The broken piece was returned and no pieces were missing. An image of the harmonic ace instrument related to this event was received and reviewed. The image showed the instrument tip with damage at the blade but no conclusion could be made based on the image review alone. This failure is typically associated with mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed the harmonic ace instrument tip was broken. Troubleshooting was performed by replacing the harmonic ace instrument to a backup instrument of the same kind and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse confirmed that no fragments fell into the patient and that the breakage/missing material occurred outside of a surgical procedure.